Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 8 mm. X 4 cm. Balloon catheter (bc) ruptured at three atmospheres (3 atm.) Of pressure during the initial inflation. The product was successfully removed from the patient. Another bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the common iliac artery. The lesion was reported to have 90% stenosis, heavily calcified, and severely tortuous. The approach for the procedure was from the brachial artery. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover or stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was some reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. The device was not returned for analysis. Review of lot 15888942 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the information available for review, vessel characteristics (90% stenosis, heavily calcified, and severely tortuous) and procedural factors (difficulty advancing to the lesion) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 8 mm. X 4 cm. Balloon catheter (bc) ruptured at three atmospheres (3 atm.) Of pressure during the initial inflation. The product was successfully removed from the patient. Another bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The approach for the procedure was from the brachial artery. The target lesion was the common iliac artery. The lesion was reported to be: a 90% stenosis, heavily calcified, and severely tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover or stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was some reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available.